Event description:
It was reported the patient no longer had stimulation and he was receiving a low battery flag. The charger was unable to locate the ipg. A replacement charger has been sent to the patient, but did not resolve the issue. The patient was scheduled to meet with his physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.